Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) via the healthcare provider (hcp) reporting that 'it was only an assumption that interventional radiology (ir) was not in the port when dye was injected and therefore it looked as though dye was leaking. The cause of pain was not determined.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had a catheter revision on (B)(6) 2024 to move her catheter tip to t6. The procedure went fine, catheter aspirated normally, no dose changes. On (B)(6) 2024, the patient went to an emergency room (ER) with pain. The catheter dye study was done by interventional radiology (ir) on (B)(6) 2024 and it showed dye in the pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the patient brought to surgery on (B)(6) 2024, the pocket opened, catheter aspirated perfectly, dye injected and dispersed intrathecal as expected. No due accumulated in the pocket. The incision was closed, and catheter and cap chamber reprimed. Outcome: the issue was resolved. The patient weight and medical history were asked but unknown. The patient status was alive and no injury.